Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that the system responds with error 4 when tested. The device was set aside from a procedure. There was no info reported from the procedure. There was no pt consequence. The device will not be returned.